Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pulse generator was in back-up. No patient symptoms were reported. The device was believed to be below elective replacement indicator battery level. The device was explanted and replaced due to normal battery depletion.